Event description:
Boston scientific received information that this pacemaker and right atrial (ra) lead exhibited high out-of-range pacing lead impedance and loss of capture (loc) during the device change out. In addition, farfield oversensing was also noted. Boston scientific technical services (ts) discusses the possible cause of the issue. Additional informational obtained from the field representative that the cause of high pli and loc had not been determined. The loc did not result to asystole. The physician opted to replace the pacemaker and still used the same ra lead. The new device was then programmed to vvir. This pacemaker is no longer in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.